Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown implanted: (B)(6) 2020 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a610, serial/lot #: unknown, ubd: , UDI#: this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician used two of their tablets to interrogate patient's device. Both tablets show system error code: 0 x4b81f1a3. Caller reports his rep had upgraded both tablets to the latest version to support sensight. On 2021-jul-13, the clinician tried interrogating multiple times and was still unable to interrogate the device with two different programmers. Tech services were unable to find any abnormalities with the programmers. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (hcp, rep) on 2021-aug-03 reporting that they interrogated the patient's device with another tablet and after trying 10 times, it finally connected. The prior interaction was with a tablet, not an 8840 clinician programmer.